Event description:
It was reported by the attorney that the plaintiff developed an unspecified infection following a surgery in 1993 where allegedly vicryl sutures were used. No other info was provided.